Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon device was unpacked on (B)(6) 2019. According to the complainant, while unpacking, the front of the inner pouch packaging of the device was noted to be cut and opened. Reportedly, this was found prior to use with a patient or procedure.